Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited loss of capture at maximum output. No additional information was available.